Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high; cause was not known. Customer administered insulin injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.